Manufacturer narrative:
Contrary to what was reported initially a patient was present when the issue occurred. Patient demographics now provided. The patient was in the room when the issue occurred. However, the device was noted damaged during equipment setup; which was occurring simultaneously as patient was prepped for surgery. The case was completed with navigation and no impact to the patient. (B)(4). Evaluation of suspect device finds: as reported, the spring tension has decreased for the mount. Otherwise, the frame is functional, returning good geometry and divot readings, and receiving the percutaneous pin without issue. A replacement frame was sent to the site for issue resolution.

Event description:
A medtronic representative reported that a site alleged their percutaneous reference cross pin frame was damaged. The instrument tray was opened and the site noted a lot of play with the frame. A second instrument was obtained to use in the procedure. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.